Event description:
(B)(4). This unsolicited case from united states was received on 07-nov-2017 from the other non health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced left knee swelling, hot to touch, left knee pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (indication, lot number and expiration date: not reported). On an unknown date in (B)(6) 2017, after unknown latency the patient experienced left knee swelling, hot to touch, left knee pain. Corrective treatment: unspecified steroid injection for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all